Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step and was unsure whether this issue affected blood glucose level, declining to provide that information. There was no reported impact to the customer¿s blood glucose level. Caller confirmed not reusing or overfilling cartridge, had removed air, and had used more than 30 units to try to fill tubing, after which technical support instructed caller to disconnect tubing at t:lock, use room temperature insulin, and start new infusion set and cartridge, and issue then resolved.